Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was broken. The customer stated their screen went black after the insulin pump was dropped. The customer inserted a new battery, but the blank display persisted. Customer's blood glucose was 110 mg/dl. The customer was advised to remove the battery for 10 minutes and call back. No additional information provided.